Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, both pacing leads exhibited a placement difficulty. Both pacing leads were attempted/not used and will not be replaced in the future. No patient complications have been reported as a result of this event.